Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the customer regarded the drain and reservoir as ¿one drainage system.¿ thus, it regarded this issue as an ¿issue with the system.¿ therefore, it returned the both of the drain and reservoir. It was reported by the sales rep that the customer have no additional complaints regarding product additional information has been requested and received. Attempts to obtain the device have been made. What is the lot number? No further information is available. Please clarify, were there any issues with the anti-reflux valve? No further information is available. Was suction achieved when using the reservoir bulb? No further information is available. Was a new reservoir bulb needed to correct the situation? No further information is available. Device return status we regularly contact with sales rep about the device returning. No further information will be provided." Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Did exudate or fluid from reservoir back up into drain tubing? If yes, what was done to address the issue? Was a new reservoir used? Did the drain require replacment during a 2nd surgical procedure? Did the drain fulfill use without need to replacement? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. The backflow prevention valve issue. It was confirmed that there was no infection. There is blood on the product. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: complaint samples were received for evaluation, visual 1 of each, reservoir bulb. Results of complained sample inspection - reservoir bulb : during visual inspection, non return valve was found seperated from the port and fallen inside the reservoir bulb. As per standard practice, 100% inspection is carried out, visual. Before and after packing of finished goods, prior to the product release. It is suspected that, non return valve of the reservoir bulb might came in contact with some external tool, used during the surgery. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the sample is not possible as these factors are out of scope. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and the following was received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did exudate or fluid from reservoir back up into drain tubing?=>it is unknown, but the reservior swelled. If yes, what was done to address the issue? Was a new reservoir used?=>no further information is available. Did the drain require replacment during a 2nd surgical procedure? No further information is available. Did the drain fulfill use without need to replacement? No further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.